Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use saline leaked from the capped port with a bd nexiva¿ closed IV catheter system. This occurred on 2 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: the CT/saline injector tubing was hooked up to one port and the other port was capped. Upon injecting the saline (3 ml/sec), it leaked from the other port (with cap). This happened a second time a day later.

Event description:
It was reported that during use saline leaked from the capped port with a bd nexiva¿ closed IV catheter system. This occurred on 2 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: the CT/saline injector tubing was hooked up to one port and the other port was capped. Upon injecting the saline (3 ml/sec), it leaked from the other port (with cap). This happened a second time a day later.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.